Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer inspected and verified system function. System meets company specifications per service installation record. Latest preventive maintenance performed. Provided logfiles are corrupted, therefore no logfile review is possible. New logfiles, treatment report and additional clinical information have been requested but not provided. No technical root cause was identified as the product was found to be within specifications during on site visit. Without additional information (treatment report, logfiles) root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap thickness was uneven during surgery. A customer reported that uneven flap thickness in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).